Event description:
A pt reported blood glucose results of 280 mg/dl with a lifescan meter and 150 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Control solution test was done twice and they both failed. The test strips pt had been using were in good condition and no expired. This case is being reported as a strip malfunction since control solution test failed twice.